Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose level was over 400 mg/dl. Customer reported that they bolus himself after meal, customer did not know how to bolus and when it needed, and customer did not know how to count carbohydrates. Customer refused transfer to 24 helpline and does not want to be contact for troubleshoot. Insulin pump will not be returned for analysis.